Manufacturer narrative:
(B)(4). Date sent 4/21/2025. D4 batch #279d03. Corrected data : d1, d4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage with the knob forward, the knife exposed and with a tcr75 reload loaded in the device. The reload had the proximal 6 drivers up with some staples protruding, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. In addition, a tcr75 reload (b) had the proximal 4 drivers up and the swing tab in the unlocked position. The swing tab in unlocked position is consistent with an improper loading technique. The reload (a) was reset and the device was tested for functionality with both returned reloads and it fired, cut, and formed all the remaining staples as intended. The staple lines and cut lines were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 279d03 and reload batch number 218d48, and no non-conformances were identified.

Event description:
It was reported that during a (laparoscopic low anterior resection) laparoscopic bowel case, the surgeon went to use the tlc 75 with the reload and noted that some of the staples had already been fired. Surgeon asked the nurse to put another reload on and there was the same problem. There was a 5 minute delay in surgery. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 4/9/2025. D4 batch #279d03. B3: exact date is unk. Assumed first day of the month. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damaged, the knife exposed and with a tcr75 reload loaded in the device. The reload had the proximal 6 drivers up with some staples protruding, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. In addition, a tcr75 reload (b) had the proximal 4 drivers up and the swing tab in the unlocked position. The swing tab in unlocked position is consistent with an improper loading technique. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 279d03, reload batch 218d48, and no non-conformances were identified.